Event description:
It was reported that there were difficulties with the wake button on a pump, as it was extremely hard to press and required multiple presses to activate the pump screen. There was no information provided regarding the impact on the customer's blood glucose level. The issue could not be resolved through troubleshooting, leading to the decision for technical support to replace the pump under warranty. The customer was instructed to return the faulty pump within ten days using a pre-paid shipping label and a return box.